Manufacturer narrative:
Reference record (B)(4). Catalog number is the similar us list number, the international list number is unknown. The device lot number involved in this complaint was not provided. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 the patient was hospitalized for stomach inflammation and was treated with unspecified intravenous antibiotics. The patient was discharged from the hospital on (B)(6) 2019 and started oral antibiotics, ciprofloxacin one tablet twice a day, completed on (B)(6) 2020. On (B)(6) 2020 it was reported that the stomach inflammation has resolved.